Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that several times during a case the disposable hand probe used with a stryker crossfire continued to fire after releasing the foot pedal. This occurred when the physician was coagulating the patient and he felt that he had to turn off the console to avoid damage to the patient. This has been the second case with similar actions.